Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the pilot valve is leaking. Associated malfunction for this device: rex roth valve not shifting fully, f-tube leaking, horn defective, intake filter dirty/stained.